Event description:
It was reported that during the use of the product, leakage of air from it was observed. No patient injury occured.

Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no information has been reported to date. B3: month and year of event have been provided, day is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
During visual inspection, no damage or anomalies were observed with the device. The device was functionally tested by inflating the device cuff and leaving it inflated for a 12 hour period. The device passed this testing, with no loss of pressure over the testing period. As no lot number was reported, a review of manufacturing device history records could not be conducted. Based on the results of the testing, the investigation could not confirm the reported complaint. No actions have been taken at this time.